Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain. The patient reported that she was unable to connect with the recharger. The patient didn¿t have her equipment with her during the call and stated she could call back. The patient reported that the last successful recharge session was in (B)(6) 2017. The patient reported having the same issue at that time and she saw a manufacturer¿s representative (rep) who made adjustments. The patient reported that she was told they were having problems getting different parts that were necessary for her in regards to the recharger and to get a new implant since she has had hers for a while. The patient reported that she got an injection at the time, which seemed to calm the problem done. The patient clarified the problem as needing more relief. The patient reported that she had a few procedures done and thought part of the implant had been removed but she found out it wasn¿t and the only thing she had done so far was go through procedures/tests to see if a new system would bring on more relief. The patient reported that she was now on a waitlist for getting her implant or at least part of it replaced/updated. No further complications were reported.